Manufacturer narrative:
The test strips have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's mother) reported that on (B)(6) 2015 at approximately 9:00 a.m., the customer awoke and received a result of 21 mg/dl on her omnipod system while using freestyle test strips. Customer self-treated with 8 ounces of lemonade and her "sugar and ketone" reportedly "went up" and she experienced nausea and vomiting. A reading of 450 mg/dl was obtained on a competitor brand meter reportedly at 9:00 a.m. Caller was at the emergency department during the course of the call so no treatment had yet been administered. During a follow up call placed to the customer on (B)(6) 2015, customer's mother reported that while at the hospital, the customer's blood glucose was checked (unknown result) and she received unspecified intravenous treatment. No additional information could be provided as caller could not remember the details of the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.